Manufacturer narrative:
Product event summary: the device was returned and analyzed, and no anomalies were found. The returned device indicated the right ventricular (rv) lead and atrial set screws were found in the connector bore.

Event description:
It was reported that during the implant procedure, the physician could not reach the right ventricular (rv) setscrew with the wrench. The device was not used and replaced. There was no patient involvement.